Manufacturer narrative:
An event regarding wear, crack/fracture, and instability involving a triathlon insert was reported. Wear and crack/fracture were confirmed via evaluation of the returned device. Instability was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the damage present on the anterior portion of both condyles was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the patient underwent a left triathlon total knee arthroplasty in 2015 and it failed in 2021 due to instability according to the narrative. I cannot confirm that the event occurred since I only have the original primary operation with no other corroboration except as noted in the narrative. Regarding the possible root cause of this event, I cannot determine this with certainty. Failure for instability is multi factorial including surgical technique and implantation, the patient¿s body habitus and activity level and ligament competency.". Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. Visual inspection of the returned device indicated that the damage present on the anterior portion of both condyles was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. A review of the provided medical information by a clinical consultant indicated: "I cannot confirm that the event occurred since I only have the original primary operation with no other corroboration except as noted in the narrative. Regarding the possible root cause of this event, I cannot determine this with certainty. Failure for instability is multi factorial including surgical technique and implantation, the patient¿s body habitus and activity level and ligament competency." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to instability. A triathlon 2x11 insert was revised to a thicker insert. Intra-operatively, the anterior lip of the liner appeared to be worn. The surgeon would like the liner investigated. Rep provided the primary operative report and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability. A triathlon 2x11 insert was revised to a thicker insert. Intra-operatively, the anterior lip of the liner appeared to be worn. The surgeon would like the liner investigated. Rep provided the primary operative report and confirmed that no further information will be released by the hospital or surgeon.